Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and error messages (e-2 and e-5). The customer is concerned with test results from results obtained of 51 mg/dl fasting obtained at 8:45 am that morning. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix go meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/21/2024 and test strips were opened one month prior to the call. The meter memory was not reviewed for previous test result history. Customer stated that the true metrix go meter is too small for her as she has vision issues; due to customer being visually challenged, customer was sent true metrix meter as replacement.